Event description:
It was reported that, "as surgeon was using the accolade broaches, he went to release the broach and the latch that secures the broach broke. He was able to continue using the handle by taking a small dental freir to release the broach."

Manufacturer narrative:
When the investigation is completed the results will be provided on a supplemental report.